Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level rose significantly, with the continuous glucose monitor reading "high," but no specific value was provided. To address the high blood glucose, the customer administered a correction bolus using the pump and resolved the issue by changing the infusion set and cartridge before continuing with insulin therapy.